Manufacturer narrative:
Company representative evaluated the system. Corrections included replacement of the display's video board. System was calibrated and safety tested to factory's specifications.

Event description:
Customer reported the panorama central station's display had no video output, which may have affected telemetry monitoring. No patient injury was reported.